Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer restarted the device and resumed insulin use.